Event description:
It was reported that the patient¿s device was showing a battery bounce back. The device showed an elective replacement indicator (eri) a couple of months prior to the report. When the implantable neurostimulator (ins) was checked on the day of the report the voltage showed as 2.655. No impedance issues were seen. Contact 11 had an impedance of 2444 ohms. The patient had to use the ins more often recently due to a change in medication. The patient was getting good coverage at their settings at the time of the report. The ins was on at the time of the report and the patient had not been reprogrammed in approximately 5 years prior to the report. The patient used multiple groups. One group¿s setting were 4v amplitude, 360 microsecond pulse width, a frequency of 25 hertz, and an impedance of 192 ohms with 6 electrodes. There were no symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. (B)(4).